Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image loss. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information was received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d4 - primary UDI number, h2, h3, h6 and h11. The device was returned to olympus for inspection by a field service engineer evaluation and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: numerous image disturbances due to damage to cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: numerous image disturbances due to damage to maj-1430 cable sn: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.